Event description:
Customer reported that the vacuum was not initiated as expected when the control knob was turned on css console 28. The pt was switched to a backup css console. There was no pt impact. A syncardia clinical support rep removed the alarm panel and observed that the potentiometer housing was physically broken. This alleged failure mode poses a low risk to the pt because the effect of a potentiometer malfunction does not negate the ability of the css console to perform its life-sustaining functions, as the css console does not require vacuum to achieve appropriate cardiac output. Syncardia has requested that the css console be returned for eval.